Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: capsular contracture baker grade unknown and removal due to textured implant.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and removal due to textured implant. Device was explanted.

Event description:
Additionally, healthcare professional reported the capsular contracture baker grade as iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, device appearance (observed 40 mm dark patch edge material inside gel device), wear abrasion, and weight to the specification. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment was no issues found related with the manufacturing process.